Event description:
It was reported to medtronic neurosurgery through a user facility medwatch report # (B)(4) that during the lumbar catheter insertion, the physician noticed that the tip of the catheter became broken/fractured. According to the report there was no harm to the pt.

Manufacturer narrative:
The product was not returned to the manufacturer. Therefore an eval of the device was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. The instructions for use also caution that the catheter should never be withdrawn through the tuohy needle in order to avoid possible transection of the catheter. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously.